Event description:
Healthcare professional reported "rupture diagnosed via MRI". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number - (B)(6).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: a5, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture diagnosed via MRI". Healthcare professional later reported "rupture", "a linguine sign and a salad oil sign are observed" and "the implant is inhomogeneous, especially in the lower part of the breast where the contour is not recognizable in some places; however, free silicon or silicon lymphadenopathy is not observed", "the implant has an undulating surface and creases are observed", "minimal fluid", a slightly enlarged lymph node is seen in the left-side axilla" and "axillary lymph node enlargement" diagnosed via MRI. Device has been explanted.